Event description:
A nurse reported the vitrectomy port was not working during a procedure. An alternate unit was brought in and used to complete the procedure. There was no pt impact reported.

Manufacturer narrative:
The company rep examined the system, found the vit luer connector damaged, and replaced the connector. Preventative maintenance was performed. The system was then tested and met product specifications. A root cause has not been determined. (B)(4).